Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results were not shared. The lm reviewed the customer provided the cds processes where the following deviations from the instructions for use (IFU) were confirmed: - precleaning was not immediately performed after procedure. - quality of rinse water was not controlled. - water filter was not regularly changed. The device was returned to olympus for inspection, and the customer¿s specified fault related to hmi detection was not confirmed. The device evaluation found whitish foreign material inside the air/water tube and cylinder. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 27, 2024 sampling from: distal end cfu: n.d. (Not done) bacterial identification: n/a sampling from: biopsy channel/suction channel cfu: 0 cfu/ml bacterial identification: n/a sampling from: air/water (a/w) channel cfu: 0 cfu/ml bacterial identification: n/a sampling from: auxiliary water channel cfu: 1 cfu/ml bacterial identification: streptococcus salivarius sampling date: mar 04, 2024 sampling from: distal end cfu: n.d. Bacterial identification: n/a sampling from: biopsy channel/suction channel cfu: 1 cfu/ml bacterial identification: staphylococcus hominis sampling from: a/w-channel cfu: 0 cfu/ml bacterial identification: n/a sampling from: auxiliary water channel cfu: 0 cfu/ml bacterial identification: n/a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The foreign material could not be specified. The IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.